Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed but was unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. Customer will call back to have the insulin pump replaced. Nothing will be replaced and returned as of the moment.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly noted. No unexpected insulin flow blocked alarm. (B)(4).